Manufacturer narrative:
Upon receipt, the lead was found cut approximately 11.5 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection showed abrasion marks along the lead body. In particular, approximately between 10cm and 9cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the conductor cable to the ring electrode was fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, deformations of the distal shock coil and a kinked fixation helix were found which resulted most likely from the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 51 months, oversensing with inappropriate therapy was reported. A partial lead break was observed.